Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial right knee surgery. Approximately 1 year post implantation, the patient was revised due to pain, noise, difficulty ambulating, and limited range of motion due to dislocated poly. During the revision, it was found that the locking mechanism for the poly had broken. A new poly was placed without complication.

Manufacturer narrative:
(B)(4). Implant date 2011. Explant date 2012. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 1 year post implantation, the patient was revised due to a failed locking mechanism. Attempts have been made and no further information has been provided.

Event description:
During investigation, it was determined that event was already reported. The initial report should be voided.

Manufacturer narrative:
During investigation, it was determined that event was already reported under 1822565-2012-02067. The initial report should be voided.